Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 12, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported) and subsequently was treated with topical antibiotic (specific date and duration not reported). It was also reported that the patient was hospitalized on (B)(6) 2023 for administration of IV antibiotics for duration of five days and prescribed with oral antibiotics for duration of three weeks (date not reported). This report is submitted on july 05, 2023.